Event description:
Per family report, pt noted to be tangled in lvad wire at home. While untangling lvad became disconnected. Ems notified - transferred to hospital intubated and unresponsive, asystolic. Pronounced dead 1804pm.